Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h6 the following section was corrected: h6 health impace code no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Device is used for treatment. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). B3: published date. Mechanical (g04), stem. D4: attempts have been made to gather all product identification information and no further information has been provided. G2: foreign: event occurred in turkey. G2: literature, nelo j.z. Chihal lima md, vasfi karatosun md, extensive femoral bone loss following two-stage periprosthetic joint infection treatment: persistent challenges in proximal femoral replacement version of record 11 december 2025 https://doi.org/10.1016/j.artd.2025.101906. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported through a journal article that a patient with a right femoral reconstruction and acetabular component experienced moderate pain approximately 13 months post index surgery. The patient declined intervention. Attempts have been made and no further information has been provided.